Event description:
The customer reported that the device was not sealing properly. It is unk if regrasp alarms or end tones were heard. The surgical time was extended by 1 hour and the pt lost over 500cc of blood. No transfusion was necessary. Another device was opened but the issue continued. The type and MFR of this device is unk. The pt has recovered and the hosp stay was not extended. Add'l questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.